Event description:
A gia 80 blue stapler was opened to the sterile field by a scrub tech. When the surgeon attempted to use the stapler, it jammed. A new gia 80 stapler was opened and used successfully. The jammed stapler was bagged to send to clinical engineering, and the procedure was completed as planned. No harm came to the patient. Upon receipt of the stapler clinical engineering did not note any physical deformities or visible defects on the stapler. The manufacturer has issued a return kit. Hospital will return the device to covidien for failure analysis.